Event description:
It was reported patient underwent oss procedure (B)(6) 2009. Subsequently, patient was scheduled to be revised on (B)(6) 2012 due to patient fell on prosthesis and now alleges pain. During revision, it was determined the compress spindle had been put in with too much internal rotation.

Event description:
It was reported patient underwent oss procedure (B)(6) 2009. Subsequently, patient fell on prosthesis and now alleges pain, resulting in the need for revision procedure. Revision procedure is scheduled for a later date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 16 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Date of event - n/a. Date explanted - n/a.

Manufacturer narrative:
This follow-up report is being filed to relay the date for the revision procedure, which was unknown at the time of the initial medwatch. It was reported the revision date was scheduled to occur on (B)(6) 2012. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."